Event description:
It was reported that setup was not complete and there was an interruption during pairing on the remote transmission application. An error occurred during the device setup. The patient was referred to a clinic for an in-clinic device check via programmer. The patient reattempted setup, but the same error occurred. The implantable cardioverter defibrillator (ICD) remains in use. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient monitor setup was not complete and there was an interruption during pairing on mycarelink heart application. A 625 error occurred during the device setup. It was thought there may be a potential telemetry issue between the patient's implantable cardioverter defibrillator (ICD) and the monitor. The patient was referred to a clinic for an in-clinic device check via programmer. The patient reattempted setup, but the same 625 error occurred. No additional information could be obtained through follow-up with the clinic. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.